Event description:
It was reported that sparks came out of the castvac w/8 foot hose and mobile stand when it was used to suction water. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, used for water and sparks came out, was confirmed. During testing the service tech observed that the device was used for water, as visual inspection found the pc board, motor, rocker switch, mid and bottom canisters, and receptacle were all damaged due to water. The device is designed to vacuum dry material only. The IFU clearly states to not use the castvac to vacuum wet material, and if used as a wet vacuum the castvac could present an electrical shock hazard. Based on the risk assessment, IFU, and cases with similar reported events this failure can cause sparking and a possible shock to a user.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that sparks came out of the castvac w/8 foot hose and mobile stand when it was used to suction water. There was no patient involvement and no adverse consequences associated with the device.